Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on an adc meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced seizures and had contact with a healthcare professional but also mentioned that "there is no medication on diet was the doctor provided her and advised "no medicines because there's really nothing you just got to rely on your diet and rely on eating certain things. " the customer was able to self-treat through diet. There was no report of death or permanent impairment associated with this event.